Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer. No reported impact to the customer¿s blood glucose level.